Event description:
The md noted that the tip of the wire was damaged. The wire was removed and replaced with no harm to the patient. Manufacturer response for wire guide, fixed core wire guide safe t-j curve (per site reporter). Clinical site notified the mfg rep directly.